Event description:
Dr. Informed salesman that he had done an arthroscopy on his pt. The reason for the surgery was chronic knee infection and pain. The dr. Took photos inter operatively. The dr. Believes that the poly is pitted, shedding, yellow, stained and a part of the reason that a one year post uni-compartment knee is failing.